Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient thought their back had been getting worse because sometimes they could feel their implant/stimulation but if they changed position then they couldn't. A manufacturer representative would change the settings, which helped for a while until it stopped helping. They also stated that charging the battery was a pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had their ins removed on (B)(6) 2018 and did not have it replaced. The patient stated that it was no longer providing pain relief and that they "were always charging the ins" after being reprogrammed. Follow-up was conducted. No further complications were reported.